Event description:
It was reported that a minor burn was observed on the patient's toe.

Manufacturer narrative:
Visual examination of the returned device revealed one wire and had been pulled away from the sensor, revealing a single strand of non-current-carrying (emi shielding) wire. Excessive tensile force applied to the wires of the sensor can cause the wires and wire insulation to pull away from the sensor. Visual examination also revealed that the sensor had been modified by the user with excess tape being placed around the sensor and wires. The instructions for use provided specifically state not to "attempt to repair, modify or clean the sensor." This evidence suggests that the device was misused, although no conclusion could be definitively drawn."